Event description:
Product was opened up on sterile field and utilized on patient during procedure. Upon removal, it was determined by the surgeon that the plastic portion of the tip of the vcare (vaginal cervical ahluwalia's retractor elevator) remained in the patient's abdomen. Missing pieces found and removed without further complication. CT scan obtained post event.